Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior a procedure a versacross connect was selected for use. During preparation, it was noticed that the tip of the versacross dilator was damaged, it was pinched and looked abnormal. The entire system was replaced. The device is not expected to be returned as it was disposed of.